Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 500 mg/dl. Customer was assisted with programming a bolus for their high blood glucose. The customer declined to troubleshoot for high blood glucose. Customer was also unable to change out their infusion set at the time of the call. No additional information provided.